Event description:
Follow up identified that the ipg stopped communicating with external devices and was replaced on (B)(6) 2020.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg could not enter MRI mode due to low voltage. Further intervention has not yet been determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.